Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
On (B)(6) 2013, the patient reported she was hospitalized with hyperglycemia from (B)(6) 2013. Her blood glucose elevated to 700 mg/dl, and her normal range is 120 mg/dl. She experienced chest pains and was shaking, and she contacted an ambulance and was transported to the hospital. She was treated with an IV and insulin injections. She removed the infusion set at the hospital and found the cannula was kinked. No errors were received on the infusion device. The infusion sets are inserted manually and changed every 3 days. The alleged infusion set was discarded; therefore, no product will be returned for evaluation. She was sent replacement product.

Manufacturer narrative:
Since no material has been returned from the customer and the lot number is unknown, no investigation could be performed. Therefore, the complaint cannot be verified. Device was not returned to manufacturer.